Manufacturer narrative:
The device was returned for analysis. Device evaluation anticipated but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the device is overheating. There were no injuries reported as a result of this event.

Manufacturer narrative:
Attachment failed temperature test. Attachment is noisy when operating. Internal assembly inside the tube was found corroded. During analysis it was not possible to remove internal assembly inside the tube. Lock twist was found fully jammed. The lock twist was not removed. The device could not be repaired. If information is provided in the future, a supplemental report will be issued.